Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module battery door and battery clip were damaged.

Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module¿s housing and battery clip being damaged was confirmed. The returned power module (B)(6) was observed to have a cracked battery door upon arrival. The unit¿s internal battery clip was also observed to be broken, and the unit¿s rubber vent bands were also broken. The unit¿s internal battery was also observed to have been expired upon arrival, and the battery had expired on 30apr2019. The unit was received at the european distribution center. The damaged components were replaced with new components, then the unit was functionally tested and performed as intended. The internal battery was also replaced with a new component due to its expiry date. Preventive maintenance was performed, and the serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root causes of the damages were unable to be conclusively determined through this analysis. The root cause of the unit containing an expired battery appeared to have been a lack of maintenance for the unit¿s internal battery per recommended labeling. Review of the device history record for the power module, serial number ppm-13743, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.